Manufacturer narrative:
Batch review performed on 11 october 2018; lot 112828: (B)(4) items manufactured and released on 12 december 2011. Expiration date: 2016-09-30; no anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed that stem revision planned due to stem loosening. Further information will be available when the revision surgery will be performed. Revision surgery performed on (B)(6) 2018, 7 years after primary surgery, due to thigh pain since implantation. The reason of pain is non-osseointegration and stem loosening. The stem was successfully revised, no other implants were removed.